Manufacturer narrative:
B5 device event or problem updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: a synergy megatron mr us 3.50 x 32mm stent delivery system (sds) catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis revealed that the stent was deployed during the procedure and not returned. Microscopic examination found that the inner lumen of the extrusion was stretched 7.8cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Functional testing was performed wherein the device was attached to an encore inflation unit, and the balloon was inflated successfully without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 16 atmospheres (atm) as per instructions for use (IFU). The balloon was able to fully deflate in under 6 seconds without issue.

Event description:
It was reported that balloon deflation issue and removal difficulties occurred. The patient presented with coronary artery disease and underwent a percutaneous coronary intervention. The target lesions were located in the circumflex (cx) and left anterior descending (lad) arteries. A 3.50 x 32 mm synergy megatron? Drug-eluting stent (des) was deployed in the cx artery. Following deployment, the balloon failed to deflate and was difficult to remove. The physician attempted to apply additional negative pressure, but this was unsuccessful. The device had to be forcibly withdrawn, and the distal end of the balloon remained inflated. The physician then proceeded to deploy a stent in the distal lad, followed by placement of a 4.50 x 24 mm synergy? Xd des in the proximal lad. During removal, similar difficulties were encountered. The device was removed with force, and the guidewire was inadvertently extracted along with it. Once outside the body, the physician had to pull the guidewire from the balloon catheter with force. Upon inspection, the proximal portion of the stent balloon was still inflated. The procedure was completed successfully, and no patient complications were reported. It was further reported that during the stent deployments the balloons were inflated a couple pressures over nominal and the user allowed for 2 to 3 seconds for deflation prior to attempting withdrawal of the device.

Manufacturer narrative:
B5 device event or problem updated good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H3: device analysis in progress. Results pending completion of investigation.

Event description:
It was reported that balloon deflation issue and removal difficulties occurred. The patient presented with coronary artery disease and underwent a percutaneous coronary intervention. The target lesions were located in the circumflex (cx) and left anterior descending (lad) arteries. A 3.50 x 32 mm synergy megatron? Drug-eluting stent (des) was deployed in the cx artery. Following deployment, the balloon failed to deflate and was difficult to remove. The physician attempted to apply additional negative pressure, but this was unsuccessful. The device had to be forcibly withdrawn, and the distal end of the balloon remained inflated. The physician then proceeded to deploy a stent in the distal lad, followed by placement of a 4.50 x 24 mm synergy? Xd des in the proximal lad. During removal, similar difficulties were encountered. The device was removed with force, and the guidewire was inadvertently extracted along with it. Once outside the body, the physician had to pull the guidewire from the balloon catheter with force. Upon inspection, the proximal portion of the stent balloon was still inflated. The procedure was completed successfully, and no patient complications were reported. It was further reported that during the stent deployments the balloons were inflated a couple pressures over nominal and the user allowed for 2 to 3 seconds for deflation prior to attempting withdrawal of the device.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H3: device analysis in progress. Results pending completion of investigation.

Event description:
It was reported that balloon deflation issue and removal difficulties occurred. The patient presented with coronary artery disease and underwent a percutaneous coronary intervention. The target lesions were located in the circumflex (cx) and left anterior descending (lad) arteries. A 3.50 x 32 mm synergy megatron? Drug-eluting stent (des) was deployed in the cx artery. Following deployment, the balloon failed to deflate and was difficult to remove. The physician attempted to apply additional negative pressure, but this was unsuccessful. The device had to be forcibly withdrawn, and the distal end of the balloon remained inflated. The physician then proceeded to deploy a stent in the distal lad, followed by placement of a 4.50 x 24 mm synergy? Xd des in the proximal lad. During removal, similar difficulties were encountered. The device was removed with force, and the guidewire was inadvertently extracted along with it. Once outside the body, the physician had to pull the guidewire from the balloon catheter with force. Upon inspection, the proximal portion of the stent balloon was still inflated. The procedure was completed successfully, and no patient complications were reported.